Manufacturer narrative:
Unit received with critical pump error (open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test due to critical pump error (open book). During download history review using the pump detailed trace it recorded pump error 63 alarms (file ID: 49 line ID: 19825, file ID: 49 line ID: 2320 and file ID: 2006 line ID: 704) three consecutive times on 07/07/2025 17:39:24.000 until 07/07/2025 17:39:01.000. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd test failed. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, customer concern for blank display was not confirmed. Critical pump error/open book image was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.